Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
Per report received from norway, it was a case of an implant of a 26mmsapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, the valve was correctly crimped but some resistance was felt during the insertion through the esheath. No resistance was felt during the advancement of the valve, but after the valve did exit the tip of the esheath, a distal strut was observed bent. It was decided to remove the valve and ds to not damage the patient artery. The valve was then retrieved into the esheath and the system was removed as a unit with no patient injury. After the removal, it was observed that the esheath was damaged (identified as sheath puncture). A new esheath of 16fr was used in replacement with a new commander and valve. The procedure was successful with the replacements and there were no additional complications. As per medical opinion, the root cause of the event was unclear, but may have been the angle insertion in combination with too much push during insertion.

Manufacturer narrative:
A supplemental MDR is being submitted to provide the related report number. Sections b4, g3, g6, h2, h10, and h11 have been updated.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and it was noted that there was one frame strut bent outwards at the inflow side. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on the evaluation of the provided imagery. Available information suggests procedural factors (step insertion angle) and/or procedural factors (high push) likely contributed to the event as per event description "it could have been the angle insertion in combination with too much push during insertion." A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Furthermore, high push force applied to overcome the resistance felt can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.